Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3008452825-2020-00666. The article "perceval or trifecta to prevent patient prosthesis mismatch" published on 14 september 2020 was reviewed. This research article is a prospective single center experience to compare the prevalence of this complication between the trifecta and the perceval aortic valves. Trifecta and perceval were associated to the study. The article concluded that both prostheses provide low rates of severe patient-prostehsis mismatch (ppm). Compared with the sutureless perceval prosthesis, the trifecta aortic valve is able to reduce moderate ppm in regular conditions. The primary author of the article is daniel hernandez-vaquero, md of cardiac surgery department, heart area, hospital universitario central de asturias.

Manufacturer narrative:
As reported in a research article, between june 2016 and june 2020, 549 patients underwent aortic valve replacement, 385 were implanted with a trifecta valve; death of 24 patients implanted with the trifecta valve was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.